Event description:
In using the cell phone you can feel the moving of the phones mechanics inside of your body parts and reporter believe after a prolonged period of using a cell phone that it does indeed work on your nervous system. The truth be known, it actually works off of your body. Nothing of the makeup of this type of mechanism could function on it's own without the human body being the biggest part of the transmitting system.